Manufacturer narrative:
Pump received with the operating currents within specification and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. No excessive no delivery alarms noted during testing. Pump received with cracked lcd display window, broken belt clip slot, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to diabetic ketoacidosis on early afternoon 11am with blood glucose of 250 mg/dl. Customer noticing the insulin pump was not working 4 days ago. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.